Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2022. The schedule explant date for the removal of the orbera365 intragastric balloon system was on (B)(6) 2023; during the explant endoscopy, it was discovered that the balloon was mostly deflated. The patient's starting weight and bmi were 197kg and 75 respectively, and the patient's weight at the time of the scheduled removal was 191kg and 71.45 it was reported that the patient is not always compliant with dietary advice. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Additionally, it was reported that the balloon was implanted on (B)(6) 2022 and was explanted on (B)(6) 2023. The orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier."

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon deflated. Block a2: patient's year of birth 1993 block a4 patient's starting weight 197kg and bmi 75 patient's ending weight 191 kg and bmi 71 block h10: correction block a1and block g4 have been corrected block h10: investigation summary with all the available information boston scientific concludes that the as reported code of "deflation" can be confirmed since the balloon was returned deflated. Device/media analysis the balloon was returned deflated with black coloration. There is a large hole on the shell that rolls inwards. Instructions for use (IFU)/label review a labeling review was performed on the device instructions for use and the IFU does address the balloon deflated like adverse event of the device. There is evidence that the device was used in a manner inconsistent with a written instruction in the IFU. It was reported that methylene blue was added to the orbera balloon when filling it. The orbera365 intragastric balloon system directions for use (IFU) states "the intragastric balloon (igb) is placed in the stomach and filled with sterile saline." Additionally, it was reported that the balloon was implanted on (b)6) 2022 and was explanted on (B)(6) 2023. The orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier." There was no issue noted with translation, wording, or graphics during the revision of the IFU. Risk review a risk review of the orbera was completed and confirmed that the event of balloon balloon deflated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on the information indicating that methylene blue was added to the orbera balloon when filling it instead of sterile saline and the balloon being implanted on (B)(6) 2022 and explanted on (B)(6) 2023 even though the orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier", this event is catalogued as "failure to follow instructions" because the problems can be traced to the user not following the manufacturer's instructions. Based on all gathered information, boston scientific concludes that the reported event of balloon deflated can be confirmed. The most probable cause assigned to this investigation is known inherent risk of device, for the balloon deflated is a known adverse event and documented in the labeling. All reasonable steps have been taken (including both short or long term known complications or adverse reactions).

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2022. The schedule explant date for the removal of the orbera365 intragastric balloon system was on (B)(6) 2023; during the explant endoscopy, it was discovered that the balloon was mostly deflated. The patient's starting weight and bmi were 197kg and 75 respectively, and the patient's weight at the time of the scheduled removal was 191kg and 71.45 it was reported that the patient is not always compliant with dietary advice. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Additionally, it was reported that the balloon was implanted on (B)(6) 2022 and was explanted on (B)(6) 2023. The orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier."

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon deflated. Block a2: patient's year of birth 1993. Block a4: patient's starting weight 197kg and bmi 75. Patient's ending weight 191 kg and bmi 71.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2022. The schedule explant date for the removal of the orbera365 intragastric balloon system was on (B)(6) 2023; during the explant endoscopy, it was discovered that the balloon was mostly deflated. The patient's starting weight and bmi were 197kg and 75 respectively, and the patient's weight at the time of the scheduled removal was 191kg and 71.45 respectively. It was reported that the patient is not always compliant with dietary advice. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Additionally, it was reported that the balloon was implanted on (B)(6) 2022 and was explanted on (B)(6) 2023. The orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier."

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon deflated. Block a2: patient's year of birth 1993 block a4 patient's starting weight 197kg and bmi 75 patient's ending weight 191 kg and bmi 71